Event description:
Overdelivery reported. The pump was set to infuse a maintenance IV of d5.45ns at 50ml/hr via primary, with a concurrent secondary infusion of dilaudid 25mg/100ml d5w at 2ml/hr. The device had been in use without incident for several days. At 6am on 4/27/97, nursing documented a remaining container volume of 80ml. Later that morning, at 9:30am, the pt was transported to the radiation oncology department for radiation therapy. While there, at approxiamtely 10:50am, a nurse reports that the pt became lethargic with sluggish, pinpoint pupils. She observed that both the primary and secondary IV containers were empty. The pt received narcan and was observed closely. He recovered without adverse sequelae. The nurse reported that she had to backprime the system twice while in the radiation department for air in line alarms. No further info is available.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare 5000 plum products is .34/million sets.